Manufacturer narrative:
Correction: d1: has been updated from short description to brand name. Manufacturer narrative: the device will not be returned and no photographic evidence was provided therefore, a device malfunction cannot be verified. A device history record review was requested from the manufacturer and no indication of abnormalities was communicated. The service history was reviewed, and no data was found. A two-year review of complaint history revealed there has been a total of 66 complaints, regarding 66 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that failure to properly follow the instructions for use can lead to serious surgical consequences. It is the responsibility of the physician performing any procedure to determine the appropriateness of the type of procedure to be performed with the use of these products and to determine the specific technique for each patient. The functional test must be performed prior to each surgery. Because the functional test is performed during initial start-up, the unit must be power cycled (off/on) prior to each surgery. In case the device or any of the accessories fail during surgery, a replacement device and replacement accessories should be kept within close proximity to be able to finish the operation with the replacement components. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, as-ifs1, airseal ifs, 110v, was being used during a robot-assisted low anterior resection procedure on an unknown date when it was reported, ¿it was reported that the pneumoperitoneum was decreased while using.¿. Further assessment found that pneumo had not been fully reached at the time of incident. "It was said that the pneumoperitoneum stopped midway through the pneumoperitoneum." It is unknown if there was a gradual loss of pneumo. No instrumentation was inserted into the patient at the time of the incident. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The customer reported that the device, as-ifs1, airseal ifs, 110v, was being used during a robot-assisted low anterior resection procedure on an unknown date when it was reported, ¿it was reported that the pneumoperitoneum was decreased while using.¿. Further assessment found that pneumo had not been fully reached at the time of incident. "It was said that the pneumoperitoneum stopped midway through the pneumoperitoneum." It is unknown if there was a gradual loss of pneumo. No instrumentation was inserted into the patient at the time of the incident. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.